Event description:
Propofol tubing was primed and hooked up to the patient. When started the pump, there was no apparent air in the line. Started the infusion and completed other tasks and looked at the propofol tubing to find air in the tubing just above where it connected to the patient's cvc. Pulled the air out with a syringe and continued to complete other tasks. When I checked the tubing again there was new air. I felt the tubing and found a hole in it that had been sucking air. It never reached the patient. FDA safety report ID# (B)(4).